Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately six weeks post implant that the patient went to the emergency room (ER) after receiving shocks, which were due to treated vt/vf (ventricular tachycardia/ ventricular fibrillation) episodes. In the ER it was noted that there was suspected far field r-wave (ffrw) oversensing and intermittent atrial undersensing during recorded episodes on the atrial lead. The ffrw oversensing appears to falsely trigger mode switch. The atrial lead remains in use. No patient complications have been reported as a result of this event.